Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI) scan. The MRI settings were not enabled prior to the scan and the implantable cardioverter defibrillator (ICD) went into back up mode without the backup defibrillation option (bdfo) available. The ICD was successfully restored. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation following magnetic resonance imaging (MRI) was confirmed. Upon review of the received information, the device entered backup operation due to the MRI settings not being enabled by the user prior to MRI.